Event description:
Information received by medtronic indicated that insulin pump had hardware low level failure alarm. Troubleshooting was performed. Customer was able to clear the alarm and rewind also. Insulin pump did pass self test. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump passed displacement test and self test. Unit was successfully download using thus software. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review using the adapt tool, it recorded pump error 63 (variable info = 3, (B)(6) ) was triggered twice on (B)(6) 2022 from 8:42:01 to 17:06:48. Per engineering troubleshooting guide, it was determined the pump error 63 was due to hardware issue with the ambient light test failure. Problem isolated to electronic assemblies. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. No moisture damage noted during visual inspection. Unit also received with battery tube threads - cracked, scratched case and pillowing keypad overlay. In conclusion, customer concern with pump error 63 was confirmed in the detailed trace file due to broken trace at pin#1 (vdd) at u1 keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.